Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had a blank display. The patient's blood glucose at the time of incident exceeded 600 mg/dl. The patient was not feeling well and treated manually. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump and the display returned. A battery cap was shipped to the customer to rule out possible battery cap issues; however, when the new battery cap was used the insulin pump alarmed with failed battery test before going blank again. The patient's blood glucose was 170 mg/dl at this time. The customer was advised to revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.